Manufacturer narrative:
The insulin pump was received with the currents within specifications, no blank display, lcd board tested ok and no moisture damage electronic assembly. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump went blank when she hit the b button to bolus. The patient's blood glucose at the time of incident was 113 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped or dropped. However, the customer sweated on the device while working out a few days prior to the blank display. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump will be returned for analysis and a replacement device was shipped to the customer. Additionally, the customer mentioned that her previous insulin pump was replaced due to a button error alarm.